Manufacturer narrative:
The investigation is ongoing. We will provide results with a separate follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit froze in the middle of case, rebooted, and came up with numerous errors. No patient harm mentioned.

Manufacturer narrative:
A detailed log file analysis was performed by the manufacturer. On the reported date of event and on two further occasions a reboot of the therapy control unit m16.2 could be confirmed. The device was in standby mode or showing the system test dialog in all cases. During ventilation no reboots were detected. Ventilation was not restricted during the case in question. The replaced therapy control unit was tested, however it was not possible to determine the exact the root cause. Nevertheless, the therapy control unit m16.2 can be regarded as root cause of the reported symptom. In case of a reset of the processors of the therapy control unit m16.2 therapy is discontinued for a maximum of 15 seconds, before therapy will be resumed with the latest valid settings. If for any reasons therapy was not restarted within 15 seconds an acoustical alarm will be given. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable. Based on the available information and the investigation results the case was assessed as not reportable in retrospect as the reboot occurred during manual ventilation. In this mode no peep is present and thus it cannot drop to ambient so that the reporting criterion initially applied is no longer applicable.

Event description:
It was reported that the unit froze in the middle of case, rebooted, and came up with numerous errors. No patient harm mentioned.